Event description:
It was reported about a hyperpigmentation following the harmony xl pro treatment.

Manufacturer narrative:
Hyperpigmentation after harmony treatment. Most of the information is currently unavailable. The adverse event is reported in a good will.